Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage and guideliner/guiding catheter resistance were confirmed. However, a shaft tear/leak was noted. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the heavily tortuous, mildly calcified, left main below the bifurcation, a 'culotte technique' was attempted and a 3.0 x 23 mm xience prime stent was implanted in the circumflex artery. After pre-dilatation in the left anterior descending (lad) a 3.0 x 23 mm xience prime was deployed. A guideliner was used and a 3.0 x 33 mm xience prime stent was planned to be implanted but stent damage was noted. It was reported that the lesion was very tortuous and that when advancing through the guideliner the stent implant was damaged so the device was removed from the patient. A second 3.0 x 33 mm xience prime stent was deployed successfully without the use of a guide liner. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed that fluid was observed coming from a tear in the wrinkled portion of the shaft distal to the guide wire exit notch.